Event description:
When attempting to extract a stone from the patient's bladder, the wire basket on the tip broke. The item was removed from the sterile field and sent to central sterile processing department (cspd) for cleaning.